Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician predilated the lesion in the highly calcified and tortuous rca. He was unable to cross the lesion with the taxus express2 2.5 x 24 mm drug eluting stent. As the physician was removing the device, the edge of the stent flared. The device was removed as one unit with no complications. The physician predilated the lesion again and was able to cross with another taxus express2 2.5 x 24 mm drug eluting stent. No pt complications or injuries were reported. The pt is reported to be in satisfactory condition.